Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2024-00304, device 2 is being reported under MDR-2247858-2024-00305, and device 4 is being reported under MDR-2247858-2024-00307. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient was admitted on (B)(6) 2022 and fitted with treo device under general anaesthetic. No adverse events occurred during the procedure however, endoleak type ia was observed after the procedure. Site have confirmed the events relatedness to procedure and device is 'undetermined', and the event was not related to a pre-existing condition." Patient outcome: "recovered, resolved without sequalae."

Event description:
"On (B)(6)2023, as part of an elective procedure the 87-year-old male patient of 174 cm and 54kg was implanted with a treo main body device and two leg extension devices for the treatment of an aortic aneurysm as part of the primary procedure. Access was gained via right femoral artery and left femoral artery via cutdown - there was no artery coverage. No adverse events, no device failures or defects reported during the procedure. No endoleaks present at the end of procedure. The patient was discharged on (B)(6)2023 (26 hours post procedure to preoperative living conditions). On (B)(6)2024 an adverse event of acute right limb ischemia due to endovascular repair of abdominal aneurysm (evar) right limb occlusion. The event was reported as related to the device (iliac leg) and procedure. Right limb recanalization with a mechanical thrombectomy device and bilateral iliac leg relining was performed." Patient outcome: "event ended on (B)(6)2024 the patient recovered without sequalae."

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2024-00304, device 2 is being reported under MDR-2247858-2024-00305, device 3 is being reported under MDR-2247858-2024-00306 and device 4 is being reported under MDR-2247858-2024-00307. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.